Manufacturer narrative:
(B)(4). It was reported that the pt recovered on an unreported date in (B)(6) 2014. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as possibly due to the patient's cat (further details not provided). Ten days after onset, the patient was hospitalized for the peritonitis. On an unreported date in the same month of the event, the patient was treated with an unspecified antibiotic for peritonitis. Two days later, the patient was discharged from the hospital. On an unreported date, the patient was retrained on proper aseptic technique for performing pd therapy. At the time of this report, pd therapy was ongoing and the patient was recovered. Additional information was requested but is not available.